Manufacturer narrative:
(B)(4).

Event description:
The customer experienced issues with erratic qc results for ldhi2 lactate dehydrogenase since reagent lot 20254101 was put into use on (B)(6) 2017. Recalibration of the assay did not resolve the issue. On (B)(6) 2017, the customer repeated patient samples that were originally tested with the previous reagent lot number and the results were different. Of the data provided for four patient samples, only the results for three patient samples were discrepant. Patient 1: original result was 159 u/l, the retest result was 259 u/l. Patient 2: original result was 159 u/l, the retest result was 220 u/l. Patient 3: original result was 190 u/l, the retest result was 259 u/l. The original results had been reported outside the laboratory. The customer believed the retest results to be correct, but corrected reports were not issued. There was no adverse event. The previous reagent lot in use by the customer was 185970. The expiration date was requested but was not provided. The field service representative found there was a misadjusted gear pump pressure. He checked the sample and reagent probe alignments and the rinse mechanism nozzle dispense and evacuations which were ok. He adjusted the gear pump pressure. The customer ran precision testing and qc. All results met specifications. A query was performed for similar complaints and no abnormal trend identified. No past or new complaints of a similar nature on a like instrument occurred at this site in the past 12 months.